Event description:
The device was returned and its evaluation has been completed: the stent graft was reported deployed in the case and remained in the patient. There was no crack found on the backend. During evaluation, the device was flushed with tap water and a leak was observed around the backend region, which is consistent with the silicone seal fit due to insufficient fit between the silicone seal and the peek lumen.

Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was selected for use in a patient for the endovascular treatment of an thoracic aortic aneurysm approximately one month ago. It was reported that while prepping the valiant delivery system a crack was noted on the back handle. As the device was being flushed a leak was noted in the back handle and on further investigation a crack was observed. The device was able to be flushed. No other device was available; therefore, the decision was made to proceed with the tevar procedure. The stent graft was successfully deployed and the procedure was concluded without any complications. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).